Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# unknown, implanted: (B)(6) 2014, product type: programmer, patient. Product ID: 3093-28, lot# unknown, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported that a day prior to this report the patient was in the grocery store and in the freezer section her neurostimulator (ins) began "going crazy" fluttering, uncomfortable zapping. It was indicated that this stopped when she left the freezer section but returned several times throughout the day in patient¿s car and home. The patient stated she was ina standing position during occurrence. There was no falls/traumas reported. It was noted that in the morning of the call patient noticed discomfort/hurting across the top of her behind. There was no return of fluttering that the patient experienced a day prior to the call. The patient did bend over to get cat food (this was after both events had occurred). The patient mentioned not wanting to turn ins off per positive therapeutic effect. A follow-up report will be sent if additional information becomes available.